Event description:
A patient in (B)(6) was undergoing a dialysis treatment that involved a polyflux 14 l dialyzer. Treatment had started and the nurse observed blood leaking from the end cap of the dialyzer due to a fine crack. There was a minimal blood loss (1ml) to the patient, no medical intervention required and no serious injury for the involved patient.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 49,536 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No similar complaint was reported for this lot number.